Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new pca syringe was installed in the pump by the nurse after first syringe was empty. Approximately an hour and 20 minutes later, the nurse entered the room and found that 20mg (20ml) of morphine had infused. The dose was ordered as a 3ml per hour basal rate and 1mg demand dose every 30 min (5mg per hour max). The patient should have received no more than 7.5 mg. The review of the logs from biomed show that the basal rate was mistakenly set at 15 mg per hour which would coincide exactly with the 20mg being used in an hour and 20 minutes. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was confirmed. The pcu log showed that based on what was reported by the customer and the customer¿s biomed that the user had reprogrammed the infusion after having performed 2 infusions to completion. The first 2 infusions were programmed as ordered. A third programming was performed on (B)(6) 2016 at 1:36am. The user selected the drug hydromorphone which had a concentration of 0.2mg/1ml. The intended drug morphine had a concentration of 1mg/1ml. The user had maintained the same dosing infusion parameters with the pca dose at 1mg and the continuous dose at 3mg/h. The programming resulted in the pca continuous dose running at 15ml/h as opposed to 3ml/h. The continuous dose was 5 times greater than ordered. The user did receive numerous soft guardrails alerts during the programming that were bypassed by the user. Accuracy testing of the pca found it to be functioning within specifications. The root cause for the reported over infusion is due to user programming. A device malfunction is not believed to have occurred.